Event description:
Like thousands of other americans, I was confused by the label on the clear care contact lens solution, which was given to me as a sample by my eyecare provider. After studying both sides of the bottle, I used the solution to rinse my lenses and store them. When I put the first lens in my eye, it burned through my cornea. Upon further reading on the internet, I discovered it was a hydrogen peroxide based cleaning solution, rather than a multipurpose solution, as the bottle's label implies with its list of cleaning traits. The warning is also not plainly visible. Apparently, consumer pressure has compelled clear care to revise its label, but the new label is not enough, and it did not warn me. It should also be said I'm careful about these things and not an idiot (I happen to be a phd student). It's amazing to me that this product is still mislabeled, and the FDA has clearly failed to take action against clear care, despite the overwhelming public health need. Medication administered to or used by the pt: no. Where did the error occur: patient's home. When and how was error discovered: by researching the product on the internet: (B)(4). Pt counseling provided: unk. Pt's age: adult (18-64 years). Reporter's recommendations: clear care needs to be labeled appropriately. It is not and probably legally liable for such misuse. (B)(4).